Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under separate medwatch report number.

Event description:
This is filed to report during preparation, the lock lever leaked. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade 4. During preparation of the clip delivery system (cds), the cap on the lock lever had a leak and was stuck on the lock lever. Therefore, it was decided not to use this device in the procedure. A new cds was advanced to the mitral valve and during an attempt to deploy the clip, resistance was noted during removal of the lock line; therefore, this clip was not deployed. There was no knot visible. A third cds was prepared and advanced without issue and the clip was deployed successfully, reducing mr to <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported leak from the gripper lever, however could not confirm the reported physical resistance/sticking of the cap. It was observed that the cap was unable to unthread. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar complaint. All of the information was reviewed, and a cause for the physical resistance/sticking of the cap could not be determined. The confirmed gripper lever leak and mechanical jam of the delivery catheter handle cap were determined to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.